Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for non-malignant pain. The hcp's office just notified the manufacturer representative that the pump was empty. The hcp had last seen the patient in june 2018. The patient had reportedly "disappeared" until today ((B)(6) 2018). The option to fill the pump with saline and turn to minimum rate was already discussed. The hcp was not sure if they scheduled an explant that the patient would follow-up through, so the decision was made to just shut off the pump. No symptoms were reported. The manufacturer representative would follow-up with the hcp to provide the pump off authorization for and review considerations. Additional information received from the hcp indicated the pump authorization form was sent back to the manufacturer. In the background, the patient could be heard asking about getting certain problems addressed and was not sure they were making the right decision. The hcp would call back. No further information was available.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. The type of report was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient wanted both their pump and spinal cord stimulation system removed. There were no known environmental/external/patient factors that may have led or contributed to the issue regarding explant of the device system. The devices were not to be replaced in the future. The type of drug administered via the pump was unknown. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was indicated that the hcp was notified that the product should be returned to the manufacturer; however, the pump and catheter were discarded by the hcp. The issue was noted as having been resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was noted that the healthcare provider had no further information regarding the event.